Event description:
Pt reports that she has been breaking out in a rash each time she has her pump refilled, with each episode consisting of a more severe rash on her abdomen and chest which lasts up to 3 1/2 weeks. The last time she experienced hives in her throat and required treatment at the local emergency room. The pt reports she is allergic to betadine, tapes and latex products, and allergies to the medications she is receiving in the pump have been ruled out. The pt was instructed by the MFR to discuss the use of latex-free products with her physician and the clinic.